Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with scratched display window and cracked belt clip slot.

Event description:
Customer reported that he had high blood glucose and that the insulin pump is alarming motor error and the drive support cap is protruding out. Nothing further was reported.